Manufacturer narrative:
The investigation has been completed and the reported issue could not be confirmed due to a different issue found.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump reset unexpectedly multiple times. Customer reported blood glucose level was 125 (mg/dl). Reportedly the customer has a backup pump as alternate insulin therapy until the replacement pump is received.